Manufacturer narrative:
Tracking #.50921. Ees #.982248/j. D5,6; h4: information not available, device not returned for analysis.

Event description:
It was reported that the surgeon could not arm the trocar due to the malfunction of the reset button. There was no consequence to the pt. 3/31/98 message rec'd from affiliate. The procedure date is unk.